Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a percutaneous lead separation at the distal end bend relief has occurred. Approximately 3 days later, information was provided to the manufacturer indicating that the patient was experiencing pump stoppage and that ther is percutaneous lead damage. Percutaneous lead evaluation identified a suspect area a few inches from the distal end bend relief. An external percutaneous lead replacement was performed by the manufacturer on (B)(6) 2014. No further issues or alarms could be reproduced after the replacement was completed. The patient is discharged at home and is doing well. The removed section of the percutaneous lead will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair will be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.